Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because the cannula was went and caused the customer to have high blood glucose levels and heat erythema. The customer declined help line transfer to troubleshoot. No further information provided.